Event description:
Surgeon reported infection at left lateral vepts implant. Pt was taken to or to have wound dehisced and left lateral veptr implant removed.

Manufacturer narrative:
Add'l info has been requested. Cannot be determined without a part number. Synthes is unable to determine the mfg date without a lot number. No investigation could be performed, no conclusion drawn, as no device was returned.